Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated they ended up in the hospital; however no details about the hospital visit was provided. It was reported that when their blood glucose was checked at the hospital it was 40 mg/dl. The patient later compared the cgm value with a bg meter and found that the values were more than 20 percent off. The patient indicated they ended up in the hospital due to treating themselves with insulin based on the cgm value (no value provided) which was inaccurate. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.